Event description:
Information received by medtronic indicated that the insulin pump was under delivering because customer's blood glucose does not decrease after bolus delivery. The customer was hospitalized due high blood glucose. Customer's blood glucose level was 350 mg/dl at the time of incident. Customer's current blood glucose level was 290 mg/dl. Customer reported symptoms such as feeling sick/unwell, nausea. Customer reported drive support cap was slightly indented. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.